Event description:
The rn was unable to manually fill the balloon using a 60 cc syringe filled with helium. The iab was checked for leaks and kinks, however, none were detected. Event complications: unknown-reported 10/15/96. Pt's current status: unk-rpt'd 10/15/96.

Manufacturer narrative:
Underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.